Event description:
The customer's mother reported via phone call that there was a missing piece to the insulin pump. The mother reported a piece was missing from the reservoir compartment. The mother could not recall any significant events leading to the issue. Customer's blood glucose was unknown. The insulin pump will be returned and replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window and broken battery tube threads.